Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Could not evaluate the returned device as it was lost. Device was lost.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl, 195 mg/dl, and 177 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.